Event description:
Customer reported she was experiencing high blood glucose of 400 mg/dl because her doctor had put her on steroids. Customer declined troubleshooting. Customer treated with manual injections and was having trouble with her set change at first because of the insertion device. Now she just uses her finger. No further information reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.